Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non health care professional reported that the haptic got pinched and came off. Additional information has received and it states that the patient had corneal edema, low vision due to intraocular lens (iol) dislocation. Planned operation been completed with another similar iol implantation. The separation of the upper haptic element was detected when the iol was already inside the eye. The patient's current condition is satisfactory. Postoperative corneal edema of 1 CT, the position of the iol was correct. Additional information has received, and it states that issue occurred at the point of pinching of the lens was not visible. The lens came out without haptics. They implanted iol into the eye without haptics, then had to explant it and change it to a similar iol. The lens came loose, tearing off the haptic. Probably the haptic was pinched by the injector plunger in the cartridge nozzle.

Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report that the haptic got pinched and came off; therefore, the condition of the product could not be verified. The photos and video attached to the parent complaint were reviewed by the investigation site. Three photos were provided. Photo 1 shows an open eye. Photo 2 shows a damaged intraocular lens (iol). Photo 3 shows the product package for the iol. One video was provided. The video is a 31 second clip of an eye. The reported issue of a damaged lens could not be confirmed from the video; however, photo 2 confirms a damaged iol. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The photo review confirms the reported issue of a damaged iol; however, because an injector sample was not received at the manufacturing site, the root cause for the customer complaint issue cannot be determined. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information has received, and it states that the haptic (back) was placed on top of the optical part of the lens and pushed all the way with company tweezers. No loss of haptics was noted.

Manufacturer narrative:
Additional information has been provided in b.5., and d.10. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.